Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other product: 7304 bi-v defibrillator implanted 2006-(B)(6); 5076 non-defib lead implanted 2006-(B)(6); 4194 non-defib lead implanted 2006-(B)(6); (B)(4).

Event description:
It was reported that during the process of replacing the device, it was noted that the outer insulation on the right ventricular (rv) lead body appeared damaged. It was described as an insulation abrasion on the lead body distal to the trifurcation. It was further noted that the lead was circled in the pocket and where the lead was circled is where the abrasion took place. The physician did not want to replace the rv lead at this time. Instead, medical adhesive was applied on the abraded portion of the lead and covered with a suture sleeve. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.